Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my laproscopic turned into a full abdominal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced nausea ("nauseous"), fear ("scared"), abdominal pain ("I returned with abdominal pain"), menstrual disorder ("bad periods"), thyroid disorder ("underactive thyroid") and gastrointestinal disorder ("issues with bm") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (full abdominal hysterectomy). Essure was removed. At the time of the report, the medical device removal, nausea, fear, abdominal pain, menstrual disorder, thyroid disorder, vitamin d decreased and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, fear, gastrointestinal disorder, medical device removal, menstrual disorder, nausea, thyroid disorder and vitamin d decreased to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: nausea, fear, abdominal pain, menstrual disorder nos, thyroid disorder, vitamin d low, bowel issues. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received- new event I returned with abdominal pain, bad periods, underactive thyroid, low vitamin d, bowel issues were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), nausea ("nauseous"), fear ("scared"), abdominal pain ("I returned with abdominal pain"), menstrual disorder ("bad periods"), hypothyroidism ("underactive thyroid"), gastrointestinal motility disorder ("issues with bm"), pelvic pain ("woke up screaming in pain") and ovarian haemorrhage ("ovarian bleeding") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (full abdominal hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, nausea, fear, abdominal pain, menstrual disorder, hypothyroidism, vitamin d decreased, gastrointestinal motility disorder, pelvic pain and ovarian haemorrhage outcome was unknown. The reporter considered abdominal pain, device dislocation, fear, gastrointestinal motility disorder, hypothyroidism, menstrual disorder, nausea, ovarian haemorrhage, pelvic pain and vitamin d decreased to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: nausea, fear, abdominal pain, menstrual disorder nos, thyroid disorder, vitamin d low, bowel issues. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Event device dislocation and pelvic pain female added. On (B)(6) 2020: social media content received: reporter added. Event ovarian bleeding added. Fu 6 and 7 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), nausea ("nauseous"), fear ("scared"), abdominal pain ("I returned with abdominal pain"), menstrual disorder ("bad periods"), hypothyroidism ("underactive thyroid"), gastrointestinal motility disorder ("issues with bm"), pelvic pain ("woke up screaming in pain") and ovarian haemorrhage ("ovarian bleeding") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (full abdominal hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, nausea, fear, abdominal pain, menstrual disorder, hypothyroidism, vitamin d decreased, gastrointestinal motility disorder, pelvic pain and ovarian haemorrhage outcome was unknown. The reporter considered abdominal pain, device dislocation, fear, gastrointestinal motility disorder, hypothyroidism, menstrual disorder, nausea, ovarian haemorrhage, pelvic pain and vitamin d decreased to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: nausea, fear, abdominal pain, menstrual disorder nos, thyroid disorder, vitamin d low, bowel issues. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event device dislocation and pelvic pain female added. On 20-mar-2020: social media content received: reporter added. Event ovarian bleeding added. Fu 6 and 7 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my laproscopic turned into a full abdominal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nausea ("nauseous") and fear ("scared"). The patient was treated with surgery (full abdominal hysterectomy). Essure was removed. At the time of the report, the medical device removal, nausea and fear outcome was unknown. The reporter considered fear, medical device removal and nausea to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: nausea, fear. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: social media received. New event "medical device removal" added. Case becomes incident. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.